Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/10/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed and found the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. No issues were observed with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement; viscoelastic residue was observed below the lens module. Lens inspection revealed the lens was cut, torn at a haptic optic junction, and coated in viscoelastic residue. The lens pieces were cleaned revealing damage and scratches. No further evaluation was performed. Conclusion: the complaint issue "haptic detached" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the toric preloaded intraocular lens was observed to be detached under the microscope after it was inserted and was subsequently removed. It was believed to be lead haptic. There was no patient injury and no other medical or surgical interventions required. Patient is doing fine post-procedure. Through follow up, it was learnt that the procedure was completed successfully with a backup j&j lens of same model and diopter. No further information is available.